Event description:
It was reported that shaft break occurred. The target lesion was located in the peripheral artery. A 3.0x220x150 sterling balloon catheter was selected for use; however, prior to use and while being removed from the packaging tray, the balloon shaft fractured into two pieces. The device was not introduced into the patient. Another balloon catheter was opened and used to complete the procedure. No patient complications were reported, and the patient fully recovered following the event.